Event description:
Post op infection [infection nos]. Case description: spontaneous report. This report was received from family member asking for info about the percentage of absorption versus of removal of gelfoam. Their family member had a history of sinus infections, most recently treated in 7/2003, and a nasal fracture at age 14 which had not been repaired. They also had difficulty fighting staph infections. They underwent nasal surgery in which gelfoam sponge was used. Forty-eight hours post surgery, they developed an infection that required treatment with clindamycin IV. The family member described symptoms of a sunburn type rash on their face that peeled and a slight fever. The family member thought that the pt had a skin allergy, but the pt also had low blood pressure and nausea and so the family member suspected the pt may have had toxic shock syndrome (saw this in the package insert). Additional info was provided by the ent surgeon. The pt underwent septoplasty, resection of turbinates, ethmoidectomy, maxillary enterostomy (tissue removal) and rhinoplasty. Silastic splints were used. Prior to surgery, they were on oral antibiotic therapy with augmentin which continued after surgery. The ent surgeon indicated that the pt had developed a facial cellulitis, etiology unknown, they were hospitalized (date unknown) and given clindamycin IV for 4 days, then continued IV therapy via a pic line. He did not believe that the pt experienced toxic shock as their vital signs did not indicate this. They had a syncopal episode after the procedure. Info was also provided by another treating physician. The pt presented with a lot of facial erythema and pain he believed to be beyond the signs of a clinical infection. They were seen in the ent physician's office one week post op while hospitalized for removal of silastic splints put in during surgery as they were not responding to antibiotic therapy. After the procedure, they experienced a syncopal episode after leaving the office, etiology unclear and they returned to the hosp. Subsequently, they had peeling of the hands (glove-like). No cultures were performed. He was suspicious of a staphylococcal infection. The pt had a cellulitis post-op (diagnosed clinically), staphylococcal related, but no cultures were performed to determine an organism. He also did not believe this was a toxic shock reaction. The pt was doing well at the time of this report, but not fully recovered.